Manufacturer narrative:
The received device had the cannula assembly fully deployed. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported event could not be determined. The adhesive pad was attached to the bottom housing of the returned device. No issues were observed with the adhesive pad or adhesive welds. Although no issues were found, the exact cause of the failure to adhere could not be conclusively determined.

Manufacturer narrative:
It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels reached 400 mg/dl, while wearing the pod less than an hour. The pod fell off, dislodging the cannula from the infusion site. A new pod was applied to treat the hyperglycemia.